Event description:
It was reported to olympus by a customer that uhi-4 high flow insufflation had no air supply. The reported problem was found during reprocessing. The intended procedure was laparoscopic surgery. The facility finished the procedure with another unit. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The first affiliated hospital of (B)(6). The device was returned to olympus for evaluation and customer allegation was confirmed. During the inspection at repair center, it was determined that foreign material clogged inside the pipe. After removing the foreign material, the air supply patency became normal and the device was returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the investigation determined the most likely cause of the reported issue to be foreign material, the source of foreign material could not be identified. Olympus will continue to monitor the field performance of this device.